Event description:
The pt, a niddm, purchased a meter on 7/22/96. She tested on the meter 3 times between 7/22 and 8/27/96. On 8/27, she "started feeling bad" and consulted her physician who recommended she test her blood sugar more frequently. She began testing 10 times per day. She reported that the readings obtained on the meter(using test strips lot #606680a, exp. 6/98, opened 7/22) were in the 50's and 60's (mg/dl). Based upon these readings, she "ate more" and stopped her regular insulin regimen. She also began to experience thirst and frequent urination. On 8/30, not feeling any better, her husband transported her to the hospital. A chem 7 result upon arrival was 510, with a meter reading 30 minutes prior being 65 mg/dl. She was treated with IV for dehydration and insulin and released the same day. The meter has never been cleaned. The meter was in calibration on 8/31, reading 74 versus a range of 64-85. Control solution tests were performed on the open vial of test strips, as well as a new vial of test strips. The range on both vials is 80-113. The result for the vial in use at the time of the alleged incident was 15, while the result on the new vial was 101.